Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, stored episodes of non-sustained lead noise and a patient notifier alert were observed. Review of data reveals suspected myopotential oversensing that appears to follow the patients breathing pattern. Programming changes were recommended.